Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving a motor error alarm on her insulin pump while inserting the reservoir and filling tubing. The customer also stated the drive support cap is partially missing. Her blood glucose at the time was 114 mg/dl. The customer does use the sensor feature with her insulin pump. After successfully rewinding, she was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.